Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lmj273; batch maj738.

Event description:
It was reported that the patient underwent small intestine anastomosis procedure on (B)(6) 2018 and suture was used. The suture was broken during anastomosing by continuous suturing. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Pc-000221507 date sent to the FDA: 08/01/2018 additional information:, ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lmj273, mfg. Date - (B)(6)2017, exp. Date - (B)(6)2019 batch maj738, mfg. Date - (B)(6)2018, exp. Date - (B)(6)2019 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.